Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device was monitored and no blank display anomalies or failed battery test alarms were noted. No damage on the lcd isolation tape noted. Device passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Device received with cracked case at lcd window corners and battery tube threads. Device received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a failed battery test alarm. Customer's blood glucose was 418 mg/dl. Customer reported the device had a blank display after a battery change. Customer declined troubleshooting just wanted the device replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.